Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 485 mg/dl and was advised to go to the hospital. The customer was vomiting. She treated her blood glucose level with the insulin pump. The customer was on her way to the hospital and stated she would call back to perform the high pressure test. The device was not returned.